Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. Visual inspection revealed that the maquet logo plate was detached from the device and intact. The device was bloody. Based upon the received condition of the device, the reported complaint "maquet logo plate popped out" was confirmed. A lot history record review could not be performed as the lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the maquet logo plate on the acrobat suv vacuum stabilizer system, st popped out when the user was cranking on the device to do the 2nd or 3rd tightening. The piece did not fall into the patient, so no retrieval was required. A replacement was used to complete the procedure. There were no patient effects. The product was returned.